Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the bile duct during a biliary lithotripsy procedure for the treatment of biliary stones on (B)(6), 2025. During the procedure, the screen stopped displaying while the biliary stones were being crushed by performing electrohydraulic lithotripsy (ehl). The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment. Block h11: the returned spyscope was analyzed, passed all tests performed, and exhibited normal device characteristics. During product analysis, no visual damage to the device was observed. During image testing, the device displayed an image when being connected to the controller. The image was not lost when a guidewire is passed through the device. Additionally, during the functional test, the camera tip was able to articulate and no image changes occurred while articulating. No residues were observed in the scope handle. The reported complaint regarding the loss of visualization was not confirmed. Based on all available information and analysis of the returned device, the most probable cause is no problem detected.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was attempted for use in the bile duct during a biliary lithotripsy procedure for the treatment of biliary stones on (B)(6) 2025. During the procedure, the screen stopped displaying while the biliary stones were being crushed by performing electrohydraulic lithotripsy (ehl). The procedure was not able to be completed as a result of this event. There were no patient complications reported as a result of this event.